Manufacturer narrative:
(B)(6) upon receipt at our post market quality assurance laboratory, the device was interrogated and was found to have a battery status of elective replacement indicator (eri). The device case was opened and an external power supply was connected. Electrical measurements were performed which verified no high current conditions were present. The rapid battery depletion was isolated to an internal short within the battery. This battery is obsolete and is no longer being used with manufactured subcutaneous implantable cardioverter defibrillators.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) after three years implanted. The device was interrogated and data from the memory was reviewed by boston scientific technical services (ts). In (B)(6) 2017, the device had a 10 second charge time. Elective replacement indicator (eri) was declared on (B)(6) 2017 and then eol was declared on (B)(6) 2017. The battery appeared to have decreased at an unexpected rate over time (not instantaneous). Ts recommended device replacement as soon as possible with continuous patient monitoring with this status. The device was subsequently explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as of this report, the device has not been returned. If this device gets returned at a later date, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) after three years implanted. The device was interrogated and data from the memory was reviewed by boston scientific technical services (ts). In (B)(6) 2017, the device had a 10 second charge time. Elective replacement indicator (eri) was declared on (B)(6) 2017 and then eol was declared on (B)(6) 2017. The battery appeared to have decreased at an unexpected rate over time (not instantaneous). Ts recommended device replacement as soon as possible with continuous patient monitoring with this status. The device was subsequently explanted for premature battery depletion. No additional adverse patient effects were reported.